Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Codes pertaining to the catheter: (B)(4).

Event description:
Information was received from a manufacturer's representative on 13-dec-2016, regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported a catheter was implanted on (B)(6) 2016 but the use by date (ubd) was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.